Event description:
Customer's mother reported that customer was hospitalized for high blood glucose. Troubleshooting was performed and the insulin pump appeared to be operating normally. No further details provided at time of call.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.